Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage at the connection of the minicap transfer and titanium adapter. This occurred during a routine transfer set change. The catheter was clamped and the leakage stopped. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given a one time dose of vancomycin and gentamycin intraperitoneally per wet contamination protocol. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.